Event description:
It was initially reported that they were unsure if the ins was working. The patient lost the patient programmer several years ago. The patient had seen the managing physician approximately two weeks post implant (2007) and had not seen them since. The patient was interested in having the device explanted. The patient was currently in a rehab facility for back pain. Additional information received on 2013 (B)(6) noted that the patient had been discharged from their facility. Prior to discharge the patient was scheduled to have her interstim device removed. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient did not feel any stimulation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3093-28 lot# v061147, implanted: 2007 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).